Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during procedure, as the physician attempted to perform sphincterotomy, and when the generator was activated, the cutting wire broke off at the proximal end. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during procedure, as the physician attempted to perform sphincterotomy, and when the generator was activated, the cutting wire broke off at the proximal end. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Therefore, the most probable root cause is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.